Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the ventilator at the manufacturer's service center, the device's active exhalation control module was found to be broken. The active exhalation control module was replaced to address the issue. The device had physical damage consistent with being dropped.